Event description:
The plaintiff's attorney alleged that the patient experienced atrial fibrillation and expired on the same day, all of which was allegedly caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.